Event description:
Hcp reported the pt presented with signs of infection that included redness, swelling at the pump site, and discomfort at the pump site. The pt was treated with total device explant and the pump was returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.